Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the cx. Five months later, during a revascularization, one resolute onyx des was implanted in the rca. Patient suffered from myocardial infarction. Sponsor assessed that the event was possibly related to index device but not related to antiplatelets medication.